Manufacturer narrative:
The device was returned for evaluation. The analysis indicated that the customer complaint has not been confirmed. Pre-repair temperature check performed. Temperatures at 60k after 1minute: t1=81 deg/f, t2=82 deg/f. T-ambient=72 deg/f. The collet is working without any issues and the drill bit can be locked without problems. The device has been successfully tested. Remarks indicated that no faults were found during functional testing. The device was serviced to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device was returned for analysis. Evaluation of the device is pending. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device overheated. There was no patient impact or injury.